Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used un-retracted unit. No catheter adapter assembly was returned. In addition, three photographs were submitted. Through the visual examination, a thorough inspection of the hub was performed. The hub was subjected to forces from the bottom and top and no movement took place during testing, indicating that something was preventing the hub from being retracted. A torque was then applied to the hub and no movement was observed (rotational movement is normally observed). Microscopic inspection showed a gap on one side of the hub from the grip which indicates that the components should be free to move past one another. The unit was then microscopically inspected for adhesive. There was no adhesive observed on the outside of the device. Although no adhesive was seen on the outside of the device adhesive can still be present between the hub and the grip, which manifests itself through the lack of motion. As the hub was unable to move and the hub was not compressed into the grip it is most likely that excess adhesive between the grip and hub prevented retraction. This was physical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to excessive adhesive between the hub and grip. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: the needle didn't retract even pressed the button.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: the needle didn't retract even pressed the button.